Manufacturer narrative:
(B)(4). Correction - device code (B)(4) removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the mitraclip instructions for use instructs the user to remove the gripper line prior to clip delivery system (cds) removal. In this case, the gripper line was not removed prior to the cds removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed reported, the following additional information was received: the gripper line was not broken. The gripper line was not removed before removing the clip delivery system (cds). The gripper line was then removed while aspiration was performed to avoid air from entering the system the gripper line was removed over the guide. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line separation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr), with an mr grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After deployment, the cds was removed, but it was then observed that the gripper line had not been removed. Both ends of the gripper line had accidentally been pulled and the gripper line separated. There was no damage noted to the valve. The gripper line was able to be removed while aspirating the steerable guide catheter (sgc). Two clips implanted, reducing the mr to 1-2. No additional information was provided.